Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that while priming the cassette a patient found that the patient line was leaking near its cap. The patient could not tell exactly where the leak was coming from. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.